Event description:
The customer reported the mx40 had a low tone; the customer could barely hear even on the max volume setting. No patient involvement.

Event description:
The customer reported the mx40 had a low tone; the customer could barely hear even on the max volume setting. No patient involvement.